Event description:
It was reported that the nurse reported that a primary infusion was programmed and they verified the green light and flow. When they returned to the bedside, no medication had been infused. They restarted the infusion twice and on the second restart, the infusion started flowing. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of an under infusion was not determined because no products or device logs were returned.